Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had a leak. The customer¿s blood glucose was 8 mmol/l. Troubleshooting was performed and it was observed that the leak occurred after filling reservoir before placing it in the pump. The reservoir will be returned for analysis.